Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the x-stage cover was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The cover has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the x-stage cover was bent. There was no patient present when this issue was identified. No additional information was provided.